Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) call received from the hospital about a patient on a cs300 and an arrow iab catheter. The arrow iab had been placed the previous day at another facility and then the patient transferred in. The patient is stable, remains still in the bed and the insertion site is axillary. Nurse describes hearing an unusual sound that she's never heard before. Describes it as the sound of "water dripping into a bucket loudly" with the rhythm of the iabp inflation. Nurse reports that the sound is not located around or near the pump but closer to the patient's chest. Other staff and physicians have confirmed it but unsure what is causing it. It stops when the iab is in standby. There are no alarms on the pump, no blood in the tubing and no visible kinks in the catheter. They have the correct adapter for the arrow balloon. Suggested that this may not be unusual and could be normal functioning of the pump as different pumps can vary a bit with sounds. The patient is described as very petite, and feels the sound may be more audible given her smaller frame. Advised a chest x-ray to confirm placement and suggested that they might switch pumps to see if the sound is any different. Caller thankful for the assistance and is considering a different pump. A follow-up call was made at a later time. The rn reports that the noise has subsided and they only hear it when repositioning the patient. There was no patient harm reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.